Event description:
The lay user/patient contacted lifescan (lfs) on july 25, 2006 alleging that his penlet was broken. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas listen to the recorded call and obtained the following clinical information: the patient mentioned that the penlet was cracked around the edge of the penlet where the cap goes on. He was unable to test on his meter for some time and on an unspecified date and time the paramedics were called and they had treated the patient. Patient does not know what he was treated with off hand and was not taken to the hospital. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether the patient took his medications even though he was not testing his blood glucose, symptoms, reading on the paramedic's meter and treatment. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient was unable to test due to a cracked penlet and sought medical attention. The patient was treated for either hyperglycemia or hypoglycemia.

Manufacturer narrative:
The return of the explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.